Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's niece reported via phone call that the customer had a high blood glucose of 427 mg/dl. The patient was treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose; the caller knew why the hyperglycemic episode was occurring. The insulin pump was not returned for analysis.